Manufacturer narrative:
Medtronic received information from an external clinical technical support team in (B)(4) that documented data for patients with medtronic devices. The information was provided as part of a data set and no other information has been provided regarding this transcatheter bioprosthetic valve. No initial reporter (hcp) information or serial number was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve severe paravalvular leak (pvl) and cardiogenic shock was reported. Subsequently, another valve was implanted valve-in-valve improving the paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.